Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available

Event description:
Boston scientific was notified by the patient that one of their leads was dislodged, but they didn't know which lead it was. The patient has this ra lead implanted and a competitor's lead for the rv lead. Attempts to obtain additional information were unsuccessful. This lead remains implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.